Event description:
Cath lab cvt reports after the wholey guide wire system had been used once he noticed a separation in the distal portion of the wire. It appears the guidewire may have uncoiled. New guidewire obtained and used with no further difficulties. No injury to patient.